Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse station (cns) was boot looping. Technical support (ts) advised unplugging the network cable to trigger a disconnect message, then shutting down and rebooting, but it continued boot looping. Removed network cable, forced error, shut down cns, removed hdd1, and rebooted, yet the issue persisted. Then, ts instructed the bme to remove the network cable, force an error, shut down, move hdd2 to hdd1, and reboot, which allowed the cns software to launch successfully. Afterwards, hdd1 was placed in slot #2. No patient harm was reported. Investigation summary: the system only booted successfully when hdd2 was moved to the hdd1 slot, indicating a potential fault in hdd1. The unit resumed normal function after the drive swap. Customer was advised to monitor the unit and consider sending it in for hdd replacement. Root cause attributed to hardware failure - degraded or faulty primary hdd (hdd1) causing the system boot loop. The device was installed on 06/30/2018. Wear and tear of the hdd is likely a contributing factor.

Event description:
The biomedical engineer (bme) reported that the central nurse station (cns) was boot looping. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse station (cns) was boot looping. Technical support (ts) advised unplugging the network cable to trigger a disconnect message, then shutting down and rebooting, but it continued boot looping. Removed network cable, forced error, shut down cns, removed hdd1, and rebooted, yet the issue persisted. Then, ts instructed the bme to remove the network cable, force an error, shut down, move hdd2 to hdd1, and reboot, which allowed the cns software to launch successfully. Afterwards, hdd1 was placed in slot #2. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse station (cns) was boot looping. No patient harm was reported.